Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the following: patient indicated that when pump "locked up" they did not know what to do, and so discontinued pump therapy. Patient was later hospitalized with diabetic ketoacidosis (dka) following the issue with pump. Reporter did not confirm or deny whether hospitalization was due to a product malfunction. Pump was not available for troubleshooting. This complaint is being reported as the patient experienced dka and the pump could not be ruled out as a cause/contributor.